Manufacturer narrative:
Device is a combination product. Initial reporter facility name - (B)(6). Device evaluated by manufacturer: promus element plus 2.25x28mm stent delivery system was returned for analysis. A visual examination of the stent found proximal row stent damage, struts lifted and pulled distally the undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a kink in the hypotube located at 530mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20jul2020. It was reported that the device was unable to cross the lesion. The target lesion was located in the left anterior descending artery. A 2.25x28mm promus element plus drug-eluting stent was selected for use. During the percutaneous coronary intervention, the stent balloon could not cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, device analysis revealed stent damage.